Event description:
It was reported that a remote home monitoring interrogation revealed intermittent increases in right ventricular (rv) pacing impedance measurements. The patient was evaluated in the clinic and no noise or change in impedance measurements were observed with provocation. Technical services (ts) reviewed the stored data and suggested further troubleshooting to determine the cause. At this time there have been no further troubleshooting performed and the physician is continuing to monitor the patient via the remote home monitoring system. The implantable cardioverter defibrillator (ICD) and rv lead remain in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).